Event description:
It was reported that the physician explanted the patients entire system due to lack of efficacy and adequate pain relief.

Manufacturer narrative:
Model: sc-1132, serial number: (B)(6). Review of the device's manufacturing documentation confirmed that this ipg passed all required specifications and testing prior to being released for distribution/sale. It was reported that the patient was experiencing lack of efficacy and inadequate stimulation and pain relief. Based on the results of the laboratory testing and available information, engineers concluded that the device functioned within normal characteristics. Laboratory analysis of the returned device did not reveal any anomalies. Model: sc-2316-50, serial number: (B)(6). Technicians confirmed through technical analysis that the clean cut damage on both leads were a result of a typical procedure and it is not considered the reason for the reported event. Based on objective evidence from the field and testing of the returned devices, engineers concluded that inadequate stimulation cause could not be established based on the incomplete device return. Model: sc-3400-30, serial number: (B)(6). Technicians confirmed through technical analysis that the clean cut damage on both splitters were a result of a typical procedure and it is not considered the reason for the reported event. Based on objective evidence from the field and testing of the returned devices, engineers concluded that inadequate stimulation cause could not be established based on the incomplete device return. Additional suspect medical device components involved in the event: model: sc-2316-50. Serial/lot: (B)(6). Description: infinion 16 lead kit 50 cm. Model: sc-3400-30. Serial/lot: (B)(6). Description: splitter 2x8 kit-sterile.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2316-50, serial/lot: (B)(4), description: infinion 16 lead kit 50 cm. Model: sc-3400-30, serial/lot: (B)(4), description: splitter 2x8 kit-sterile. Model: sc-4316, serial/lot: (B)(4), description: clik anchor.

Event description:
It was reported that the physician explanted the patient's entire system due to lack of efficacy and adequate pain relief.